Manufacturer narrative:
Continuation of d10: product ID: bi71000424, lot number: unknown; product ID: bi71000167, lot number: unknown h6: annex code g is applicable to products bi71000424 and bi71000167. H3, h6: the system was serviced in the field and the interconnect cable and rear cab breakout cables were replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was getting stuck in standalone mode. Tried multiple reboots without change. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6) rev. E, product ID: bi71000167, serial/lot #: (B)(6) rev. D h2-3) the breakout panel was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the umbilical secure latch and pins were missing. The pendant connecter was also missing. Codes: b01, c07, d02 h2-3) the umbilical cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.